Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that device is off/disabled and no longer providing therapy. Caller stated patient was going to have an MRI last night and was having problems getting the device into MRI mode. On the call patient was getting end of service (eos) on the patient programmer (pp). This may have been the screen patient saw when attempting to put device into MRI mode last night, but was not certain as patient was the one attempting to put device into MRI mode. Caller stated that today was the first day that he saw eos on the pp. Patient does not use the pp often and caller had to put batteries in the pp prior to use. No allegation/dissatisfaction was alleged with ins longevity. No further complications were reported.